Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there seemed to be a fiber rupture. There was a blood loss of 200 ml. Product was changed out. Procedure completed successfully with a 45 minute delay.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on (B)(6) 2024. Upon further investigation of the reported event, the following information is new and/or changed: d1 (corrected brand name). D2a (corrected common device name). D4 (additional device information - added exp date and updated primary unique device identification (UDI) number). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to correction and additional information). H4 (device manufacture date). H6 (identification of evaluation codes 3331, 4114, 3221, 4315). The sample was not returned for evaluation; therefore, a thorough investigation could not be performed, and a root cause could not be determined. Review of the manufacturing record and the incoming inspection record of the involved product code/ estimated lots found no anomaly in them. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.